Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue but could not replicate it. The instrument was returned with related accessory RMA 30032735. The reload was not fired, however, the reload had passed through the cannula, causing the single use of the accessory to be depleted. Therefore, the related reload could not be fired. An in-house green 45 reload was installed onto the instrument and the instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. Visual inspection was performed and no damage was observed to the instrument. Additionally, the instrument was found to have repeated clamping failures based on l review. The clamping failures were not replicated during in-house testing. There was a total of 28 clamping failures found in the logs. A review of the instrument log for the stapler (470298-14/t10210910-0010) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The device has 5 uses remaining after the last use.no image or procedure video was provided for review.based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the reload was not fired, however, the reload had passed through the cannula, causing the single use of the accessory to be depleted. Therefore, the related reload could not be fired.

Event description:
It was reported that during a da vinci-assisted procedure, the jaws of the stapler instrument were stuck. The customer used the instrument release kit (irk) to open the jaws. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.